Event description:
This 57 year old female had bilateral silicone gel breast implants palced in 1981 at another facility. She did well until 1991 when she experienced the onset of raynauds, fibromyalgia along with burning sensations in both breasts. Gross exam: both implants are leaking.